Manufacturer narrative:
Analysis confirmed the stylus would not work; stylus found out of electrical specification. Analysis could not confirm the reported screen loading issue.

Event description:
It was reported the stylus pen would not work at all. Screen would not load when rebooted. The programmer was returned for repair. There was no patient involvement.